Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2004 - urge incontinence, frequency, urgency, nocturia, hesitancy, positional change, incomplete emptying, post void dribbling and double void, occasional decrease in her force of stream and intermittency. Incontinence is mixed with mostly urgency and large amounts of urine lost with position change, urinary infections since the sling - urethra appears slightly overcorrected and then is palpable scar tissue noted on each side of the urethra at the mid to proximal urethra. There is evidence of a grade 1 cystocele. There is also evidence of a midline anterior vaginal scar suggestive of an anterior colporrhaphy which was done with the hysterectomy. Underwent cystoscopy and urethral dilation (reports not available) in (B)(6) 2004 with no improvement in symptoms. Urodynamics (reports not available) consistent with bladder outlet obstruction parameters - bladder outlet obstruction, status post pubo-vaginal sling, chronic retention, recurrent infections - scheduled for cystoscopy, suprapubic tube placement, transvaginal sling takedown with extension urethrolysis, left aided martius labial fat pad graft, repeat cystoscopy.mesh revision surgery: (B)(6) 2004 - cystoscopy, suprapubic tube placement, transvaginal sling takedown with extension urethrolysis, left aided martius labial fat pad graft, repeat cystoscopy.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2004 - patient had complications like elevated residuals requiring self intermittent catheterization as well as de novo detrusor instability, most likely secondary to bladder obstruction. Cystoscopy (reports not available) was unremarkable. Scheduled for surgery on (B)(6) 2004. Interventional surgery: (B)(6) 2004 - urethrolysis and cystoscopy for urethral obstruction, urinary retention.